Event description:
During an in clinic follow up in (B)(6) 2025 the device showed 6 months of battery remaining. Another in clinic follow up was performed on (B)(6) 2026 and showed 11.8 months of battery remaining. Technical support was contacted and a diagnostic anomaly was suspected as the 11.8 month remaining battery estimation was deemed correct. Further investigation was recommended by technical support. No intervention has been performed. The patient was stable and will continue being monitored.